Event description:
It was reported that at a device check, the atrial lead exhibited infinite impedance and atrial high rate episodes. A lead fracture was suspected but a chest x-ray revealed no significant anomalies. An incomplete lead fracture was still suspected. Unipolar impedance was checked with favorable values, so the device was changed to unipolar and the patient was monitored. Three months later, the impedance was at a favorable value and a chest x-ray revealed no anomalies, but there were atrial high rate episodes with a slightly higher frequency than usual. Nine months later, the impedances rose to a high value and there were atrial high rate episodes. Both sensing failure and pacing failure were noted. The trend showed a record of gradually decreased atrial lead impedance from four months prior. A chest x-ray showed a complete fracture of the atrial lead. The settings were changed as a result. Six months later at a device checkup, no lead anomalies were detected and the patient was continuing to be monitored. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.